Manufacturer narrative:
Lot number or product was not provided by the reporter, therefore unable to proceed with batch retain testing or product investigation. Add'l info - otc device, otc product: yes.

Event description:
Profound and permanent neurological injuries [nervous system disorder], neuropath [neuropathy peripheral], hyperzincemia [hyperzincaemia], hypocupremia [copper deficiency], other injuries and permanent physical injuries [injury]. Case description: an attorney reported that his client, an adult female age (B)(6), used fixodent denture adhesive, version unknown cream and super poligrip denture adhesive, original cream on dentures that she received approximately forty years ago and reported the following: neuropathy, hyperzincemia, hypocupremia, permanent neurological injuries, other injuries, and permanent physical injuries which have left her unable to perform her normal, customary and daily activities. Treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further information was provided.